Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that the cycler was alarming during setup. During the call the pt experienced a diabetic seizure, info was then provided by pt's parent. It was also reported that the pt needed a shot of insulin from the paramedics, pt was not hospitalized.

Manufacturer narrative:
The clinical investigation concluded that the event was related to concomitant or previous disease. The pt has a history of multiple hypoglycemic episodes during self-regulation of insulin to achieve very tight glucose control. Product investigation concluded that the treatment was performed and an alarm occurred during setup. The pump a position was driven our more than pump b. After the pumps were aligned, the treatment was completed without any alarms or problems. The cycler passed the pt sensor check, scale calibration check, sys air leak test and valve actuation test. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.